Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with battery failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Per field service engineer (fse) the customer declined repair for this unit due to being out of warranty. The fse advised the customer to buy a battery, but the customer refused. No repair performed on this unit.